Manufacturer narrative:
Evaluation summary: compatibility was verified with no issues noted. No devices or photographs were received; therefore the condition of the components is unknown. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: device history records were reviewed and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient is experiencing pain.